Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2013 with the following findings: during investigation, the display screen was found to be dim and discolored. A test display was installed and displayed properly. Unrelated to the display issue, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a display screen issue. This report is made based on results of investigation completed on 11/08/2013. There was no adverse event associated with this complaint.